Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins). Caller said the patient called into the call center and was told that strong magnets can wipe out all programming and was also told that strong magnets can deplete the battery. Rep reported that the programming was "wiped out" by some magnet; the event possibly occurred in a hospital setting. The rep noted that the patient met with the healthcare provider (hcp). The hcp used their clinician programmer (cp) and received a message; the rep had no information, but said something along the lines of "information not available". Caller noted that they had a meeting prior to today with the hcp who noted the patient's ins was in low status. The call center reviewed that everything they were talking about sounded like a power on reset (por), but the rep didn't think it was. The call center reviewed wiping the programming (por shipping parameters) would happen to ins but the programming is stored on the patient programmer (pp). It was also noted that pors happen frequently when hcps try to use the cp with a low battery ins; it was noted that this sounds very similar to what the hcp experienced. No further patient complications have been reported as a result of this event.